Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the patient's lateral condyle compressed due to soft bone. The knee went into severe valgus. Surgeon revised with ts femur and stem. The doctor stated that the revision was not related to the components."